Event description:
It was reported that pump experienced malfunction alarm malf 16, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not take corrective actions prior to calling but planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump.